Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one month of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.